Event description:
Using 6 inch on control system to attempt bone marrow biopsy. Tried to aspirate but could not. Stylet removed and attempted core biopsy, but the top of needle bent and cracked open. On control driver removed. After multiple attempts, unable to pull needle out.